Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. The customer used food to treat the low. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer mentioned a discolored retainer ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.